Manufacturer narrative:
No further info is available on the repair of the bed at this time.

Event description:
The account alleged the coil cable was damaged with bare metal wires exposed. No pt impact.